Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level was 513mg/dl. The customer treated the highs with the pump. It was noted that the customer had no battery in pump, and after replacing battery, they received failed battery and battery out limit alarms. Troubleshoot was conducted. The customer continued to receive failed battery test alarm. The customer was unable to determine the cause of no delivery due to being unable to change set. The pump would be replaced.